Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing threshold and undersensing. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing threshold and undersensing. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported. Additional information indicates that this lead was repositioned because the lead dislodged shortly after implant. Original lead was used. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.